Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor (cgm) graph disappeared from the home screen. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. There was no reported impact to the customer's blood glucose level.